Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade ii.

Event description:
Healthcare professional reported a rupture of the right device and a capsular contracture baker grade ii diagnosed by an ultrasound. Device remains implanted.

Event description:
Healthcare professional reported, a rupture of the right device. And a capsular contracture, baker grade ii. Diagnosed by an ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6.

Event description:
Healthcare professional reported a rupture of the right device and a capsular contracture baker grade ii diagnosed by an ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting a rupture of the right device and a capsular contracture baker grade ii diagnosed by an ultrasound. Device has been explanted and replaced with a non-allergan device.